Event description:
It was reported that an ilet user experienced intermittent dexcom g7 connectivity interruptions despite the sensor remaining connected to the dexcom app, and multiple troubleshooting steps including device restart, toggling between g6/g7 settings, and re-entering pairing code were performed, after which connectivity was restored; user education and troubleshooting were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of user-reported device behavior, confirmation of firmware and bluetooth status, and troubleshooting to verify successful data transmission. Investigation of this case revealed intermittent wireless communication instability between the ilet and cgm sensor, with no confirmed device component failure identified at this time. It was concluded, based on previously established findings for similar reports, that the likely cause was transient bluetooth communication interference or instability. If the device is returned for evaluation, further analysis will be performed and a supplemental report will be submitted as appropriate.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.